Event description:
On (B)(6) 2011 customer reported that the hmx autoloader instrument was leaking (approximately 7-10cc) green-colored liquid under the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a leak at pinch valve 31 (pv31). Fse noted that the leak only occurred during instrument startup. Fse replaced the tubing and verified instrument operations. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).